Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod for longer than 48 hours they had experienced pain at the pod infusion site. In addition the patient reports the pods needle had failed to retract upon initial activation. The patient reports they treated the pod infusion site with neosporin.